Manufacturer narrative:
Investigation results have already been reported in follow-up MDR #1. Correct date received by manufacturer: (B)(6) 2011. (B)(4).

Event description:
A customer reported that on (B)(6) 2011 he received a reading of 256 mg/dl on his relion ultima blood glucose meter. He also reported receiving a reading of 176 mg/dl on his optium ez blood glucose meter, (it is unknown how much time elapsed between these readings). It was further reported he self-administered an unknown amount of insulin in response to the readings and subsequently experienced tremulousness, vertigo, felt like "something does not go right" and then lost consciousness, which resulted in him falling. Paramedics were called and transported him to a local healthcare facility. It is unknown what the customer was diagnosed with, but during his (B)(6) hospitalization he had his blood glucose levels monitored and received insulin or oral glucose based upon his blood glucose results. It was also reported customer was hospitalized in (B)(6) 2010 for a myocardial infarction which he believed was precipitated by his newly diagnosed diabetes mellitus. It was additionally reported customer had been using an affected test strip related to an on-going field action for abbott's precision family test strips. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (46105) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Retain samples of precision test strip lots manufactured with hot-melt glue batches exhibited lower than expected readings on continuous storage after nine months at 30 degrees celsius during routine stability performance testing. This stability issue could lead to the generation of incorrectly depressed blood glucose results and these erroneous results may be in the "c", "d" or "e" zones of parkes error grid, and as such, have the potential to be clinically significant. The primary cause has been identified to be batch to batch glue variability. The FDA has been informed of the field action ((B)(4)). (B)(4).